Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instructions for use (IFU) advise, "if resistance is met during manipulation, determine the cause of the resistance before proceeding. Never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit."

Event description:
The procedure was tibial atherectomy, via the left common femoral. Upon removing the silverhawk device after treatment, the physician felt resistance and nosecone sheared off. The nosecone was snared and removed with no harm to the patient.